Event description:
Subsequent information indicates that the patient was seen in the emergency room after having another syncopal episode. The local boston scientific field representative reported that the device was interrogated and displayed stable impedances, thresholds and sensing. There were no stored episodes noted. Isometrics and pocket manipulations were performed with no noise noted. The patient will continue to be monitored. There were no additional adverse patient effects.

Event description:
Boston scientific received information that the patient with this pulse generator was seen in the hospital after experiencing a syncopal episode. The local boston scientific field representative was called to interrogate the device. Impedances were noted to have been stable. One episode of ventricular tachycardia was noted in the arrhythmia logbook. Through further testing, it was determined that there was loss of capture and sensing in the atrium. A chest x ray was to be performed to asses the position of the atrial lead. There were no additional adverse patient effects. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.